Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that the flange of a tracheostomy tube had created a pressure induration on the patient's chest. Following discovery of the induration, a foam dressing was placed between the hub of the tube and the patient's chest. The patient received minor wound treatment. The report did not indicate that a device failure caused or contributed to the event. No further adverse effect to patient reported.